Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia and the customer was alleging the insulin pump for under delivery of the insulin. Blood glucose level of the customer was 33.3 mmol/l at the time of the incident. The customer was treated with the needles. The customer was assisted with the troubleshooting. The customer had been using insulin pump system within 48 hours of reported high blood glucose level event. The customer was alleging insulin pump for under delivery because blood glucose level of the customer was going up and they never faced this issue. The device will not be returned for the analysis.